Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.8; reference: 2.8; mean: 3.30; confidence limits: 1.9-4.6. Inratio: 4.1, reference: 3.3; mean: 3.70, confidence limits: 2.2-5.3. Inratio precision data provided by end-user: 1st inr: 5.7, 2nd inr: 3.6; mean: 4.65; sd: 1.48; %cv: 31.93. Cv calculation from comparison test data provided by end-user revealed precision criteria was not met. Based on meter memory, customer utilized strip code associated to strip lot #221728. Replication testing was conducted with returned meter and other lab meter (see pages 3 and 4 for investigation). Customer's observation was not reproduced. Meter functional test did not reveal deficiency on returned meter. The outcome of the complaint investigation does not demonstrate a potential deficiency in the product. There is no sufficient information to determine the root cause of the end-user's discrepancy. Further action is not required at this time. As of 12/17/09, seventeen discrepant result complaints were reported for lot #214532 yielding a complaint rate of 0.022%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. As of 01/25/09, three discrepant result complaints were reported for lot #221728 yielding a complaint rate of 0.001. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation result on returned unit (B)(4) and lot #221728: the allowable difference between the inratio inrs and sysmex inrs was calculated. At least two out of three replicates for both samples of lot 221728 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required. Each pair of replicates for each sample on strip lot 221728, mean and standard deviations were calculated. In-house test results were 13.53% and 6.66%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required. Previous investigation on strip lot 214532: accuracy: (see scanned table). The allowable difference between the inratio inrs and sysmex inrs was calculated. At least two out of three replicates for both samples of lot 214532 are within the allowable bias. No discrepant results were established on referenced and in-house meter. These meet the above criteria. No further action is required. Each pair of replicates for each sample on strip lot 214532, mean and standard deviations were calculated. In-house test results were 12.03% and 2.25%, respectively for each donor and are less than 16%. Both samples pass criteria for precision. No discrepant results were established on referenced and in-house meters. No further action is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009; inratio: 3.8; lab: 2.8. Ng - inratio: 4.1; lab: 3.3. Caller alleged imprecision with inratio meter. Results as follows: date: ng; inr: 5.7; 3.6.